Event description:
During removal of the catheter from the product box, prior to inserting in the pt, a dead fly was clearly visible inside the sterile packaging. The package remains unopened. Naturally, the product was not utilized for the procedure.